Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this male peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2021 for their blood pressure dropping low. It was determined the patient had peritonitis. The patient remained hospitalized. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient initially reported the low blood pressure and cloudy pd effluent to the pd clinic on an unknown date. A pd effluent culture was obtained, and the patient was administered intraperitoneal (ip) antibiotics with ceftazidime (dose, frequency, and duration unknown). The patient then reported to the hospital on (B)(6) 2021 with continued hypotension. The patient was admitted with a diagnosis of peritonitis. The pd effluent cultures obtained at the clinic resulted positive for escherichia coli (e coli). The cause of the peritonitis was not confirmed; however, constipation was ruled out. There was no report of any issue with the liberty select cycler or other fresenius product(s). During the hospitalization, the patient¿s antibiotics were changed. The information was not available due to the patient remaining hospitalized and the records not being available to the pd clinic. No additional information related to the peritonitis or hospitalization was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. E coli is one of the most common organisms to cause gram-negative peritonitis in pd patients. The bacteria are part of the normal flora of the gastrointestinal (gi) tract and can colonize in the upper aerodigestive tract, genitourinary tract, and can be readily found in the environment. Based on the available information and no evidence or allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this male peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2021 for their blood pressure dropping low. It was determined the patient had peritonitis. The patient remained hospitalized. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient initially reported the low blood pressure and cloudy pd effluent to the pd clinic on an unknown date. A pd effluent culture was obtained, and the patient was administered intraperitoneal (ip) antibiotics with ceftazidime (dose, frequency, and duration unknown). The patient then reported to the hospital on (B)(6) 2021 with continued hypotension. The patient was admitted with a diagnosis of peritonitis. The pd effluent cultures obtained at the clinic resulted positive for escherichia coli (e coli). The cause of the peritonitis was not confirmed; however, constipation was ruled out. There was no report of any issue with the liberty select cycler or other fresenius product(s). During the hospitalization, the patient¿s antibiotics were changed. The information was not available due to the patient remaining hospitalized and the records not being available to the pd clinic. No additional information related to the peritonitis or hospitalization was available.